Event description:
The customer reported that the device, trs190sb2, ancr tissue retrieval system, 15mm, 1800ml, was being used during abdominal surgery procedure on (B)(6) 2023 when it was reported ¿surgeon was trying to get the specimen in the bag and while doing so the forcep went through the bag and punctured the colon. Surgeon stated there was a large tear in the bag. It is unknown if it was torn prior to deployment. Repair suture of punctured colon/bowel.¿. It was also reported that the ¿procedure was successful¿. The procedure was completed with the use of the same alternate device, and the current status of the patient was reported as ¿good¿. There was no report of extended hospitalization to patient or user. This report is being raised on the reported injury due the patient¿s colon being punctured.

Manufacturer narrative:
Received one trs190sb2 in opened original package. Lot number was verified. Performed a visual inspection, the retrieval bag was detached from the device. No visual tears were confirmed within the device. Although the bag did not have a ¿large tear¿, the bag was detached from the prongs. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, trs190sb2, ancr tissue retrieval system, 15mm, 1800ml, was being used during abdominal surgery procedure on (B)(6) 2023 when it was reported ¿surgeon was trying to get the specimen in the bag and while doing so the forcep went through the bag and punctured the colon. Surgeon stated there was a large tear in the bag. It is unknown if it was torn prior to deployment. Repair suture of punctured colon/bowel.¿. It was also reported that the ¿procedure was successful¿. The procedure was completed with the use of the same alternate device, and the current status of the patient was reported as ¿good¿. There was no report of extended hospitalization to patient or user. This report is being raised on the reported injury due the patient¿s colon being punctured.